Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that they received motion sensor test failure alarms and the insulin pump went blank. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the display returned after troubleshooting. The customer also reported that they received off no power alarm without a low battery alarm. The customer mentioned that the insulin pump alarmed failed battery test alarm after turning on. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display, partial display, low battery alert, or additional battery alarms noted. The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with test minilink and the glucose sensor simulator and communicated properly with glucose sensor simulator and displayed the 100 mg/dl value properly on the display graph. No unexpected lost sensor or weak signal alarms noted. Pump was monitored and no unexpected powering off, failed battery test, off no power, battery out limit, low battery alert, weak battery, motion sensor test failure, or motor error alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The motor was tested outside the device and passed. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.